Manufacturer narrative:
Further information was requested but not received.

Event description:
It was reported that patient's right ventricular lead exhibited noise. The lead was capped and replaced. The patient was stable.